Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having overheating could not be determined. A probable cause could not be determined.